Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was 120 mg/dl. Customer stated that the insulin pump was not dropped or bumped and did not have any alarms prior to the critical pump error. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download. Force sensor off set measured within specification range however, motor support cap showed damage from excessive force after being dropped. We were unable to perform the self-test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error. Critical pump error anomaly isolated to electrical board. The insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.